Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff indicated that the vision through the left eye turned yellow. Due the reported vision issue, the surgeon reportedly made the decision to convert the da vinci hysterectomy procedure to open surgical techniques. As a result of the event, the surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. After the surgical procedure was completed, the tse indicated that the site was able to resolve the reported vision by replacing the camera cable. On (B)(4) 2014, isi contacted the operating room unit manager from the site. The or unit manager indicated that the surgeon made the decision to convert the da vinci hysterectomy procedure to open surgical techniques because of the patient's anatomy and also the reported vision issue. According to the or unit manager, the open surgical procedure was successfully completed and there were no reports of any operative complications. The or unit manager confirmed that the vision issue was resolved after the camera cable was replaced.

Manufacturer narrative:
According to the site, the reported vision issue was resolved after the camera cable was replaced. A follow-up MDR will be submitted if the camera cable is returned or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci hysterectomy procedure to open surgical techniques due to the patient's anatomy and after encountering a vision issue with the surgeon side console (ssc).